Event description:
It was reported that the implantable pacemaker intrinsic amplitude is out of range on the right ventricular (rv) lead. There was no undersensing observed and measurements have been stable since. The current sensitivity is fixed at 2.5mv (millivolts) and review of the sensitivity setting was recommended. It was also noted this right atrial (ra) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms. The 12-month trending shows an unstable impedance. The atrial lead was programmed off and all atrial lead alerts have been disabled. Further review was recommended. At this time, the device and the rv and ra lead remain in service. No adverse patient effects were reported.